Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 30 curved-tip instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "30 curved da vinci stapler grinded upon clamping and would not release from tissue after being clamped". For clarification, the instrument experienced an unclamp failure. Review of error logs showed that the stapler was used at the site on (B)(6) 2022, using system sk1926 and failed due to an "unclamping failure", leading the grips to not open properly with the reload stuck in the grip housing. The reload was able to be removed using the stapler release kit. Failure analysis found the primary failure of an unclamp failure to be related to the customer reported complaint. The instrument was able to pass initialization during failure analysis with a brand new reload installed. Clamp and fire function passed with no issue on test sheet. Staple formation was proper. No grinding noise was observed while firing.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the stapler 30 curved-tip instrument was making a grinding noise upon clamping and would not release from tissue after being clamped. The procedure was completed with no patient injury. The intuitive surgical endowrist stapler 30 instrument and stapler 30 reloads are intended to be used with a compatible da vinci surgical system for resection, transection and/or creation of anastomoses in general, thoracic, gynecologic, and urologic surgery. The device is indicated for adult and pediatric use. The device can be used with staple line or tissue buttressing material. Intuitive surgical, inc. (Isi) followed up with the initial reporter. The only additional information that could be obtained was that the procedure was completed after swapping to a backup stapler 30 curved-tip instrument. There was five minutes of procedure delay. No further details were provided, including no information regarding how the instrument was released.

Manufacturer narrative:
Isi has requested the curved-tip stapler 30 instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. No image or video was available for review. A review of the instrument log for curved-tip stapler 30 (part number 470530/ lot number t10210826 0001) associated with this event has been performed. Per the review, the curved-tip stapler 30 instrument was last used in a procedure on (B)(6) 2022 on system sk1926. The alleged instrument had 32 uses remaining after last use. This complaint is considered to be a reportable malfunction event due to the following conclusion: it was alleged that the curved tip stapler 30 instrument failed to release from tissue. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.